Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient had a shocking sensation. The patient was examined by their neurologist, who then referred the patient to the neurosurgeon. The cause was unknown. No further complications were reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708640, serial (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. The patient¿s shocking and high impedance issues were reiterated. It was reported that the patient¿s lead and extension were revised. The patient¿s lead impedance was normal. After the revision/replacement the overall impedances were within normal range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implanted neurostimulator (ins) (B)(4) found that the ins was functionally okay with insignificant anomalies. Analysis of the extension (B)(4) found no anomalies. (B)(4) has been replaced with (B)(4) on the ins, and (B)(4) on the extension. (B)(4) has been replaced by (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va0fge1, implanted: (B)(6)2017 product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that a message was being displayed on the clinician programmer when trying to do both electrode and therapy impedance measurements. The message indicated that settings were too low to run impedances. The patient was set at 3.7v, 90us, 185hz, and were not using interleaving. The caller was able to get a therapy z measurement of 1100 ohms with about 2.4/2.5 ma. Technical services was unable to explain why this message was occurring since the patient's settings were not low and should not have triggered this type of message. The caller they tried to address these impedance issues in (B)(6)2017 by replacing the ins and extension. They thought that the issue had been resolved, but now they are planning on replacing the lead today due to continued impedance issue. Caller was planning on trying another clinician programmer to see if impedance measurement could be taken.

Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va0fge1, explanted: (B)(6) 2017, product type: lead. See also manufacturer¿s reports # 3004209178-2017-26639 for subsequent device issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the lead was replaced by the physician on (B)(6) 2017. The explanted lead was discarded by the hospital and was not returned to the manufacturer. The cause of the high impedances was unknown and the issue appeared to resolve after placement of the new lead. Intra-operative and post-operative impedance testing showed all reading within normal limits. No further complaints had been made by the patient or managing physician. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The deep brain stimulator in the left chest was affecting the left brain (vim) with symptoms on the right side of their body. There was also a report of electric shock-type feelings going down their entire right side of their body and severe tremors as if the machine was no longer working. No further complications were reported as a result of this event. Additional information was received indicating the patient had been interrogated by a rep yesterday displaying the following high out of range electrodes in the left hemisphere: c <(>&<)> 0 8068 ohms; 0 <(>&<)> 1 6896 ohms; 0 <(>&<)> 2 8460 ohms; 0 <(>&<)> 3 9314 ohms. The leads were configured at 1x4, with the battery at 2.93v and service life ok. No further complications were reported as a result of this event.